Event description:
The caller reported that their t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer attempted to troubleshoot the issue by using different wall adapters and charging cables without success. Technical support decided to replace the pump and sent a replacement unit to the customer, instructing them on the steps to take upon receipt and how to return the malfunctioning pump. The customer planned to use a backup insulin pump to ensure insulin delivery was not interrupted.